Event description:
Event description boston scientific (bsc) crm received information that this bsc sales representative (sr) called technical services (ts) reporting ventricular tachycardia episodes stored due to ap vp (vs). The patient's threshold is 1.3v and the ap to vs is about 230ms. The sr is not seeing this as real time as during the threshold test she only saw ap vp. Ts suspects loss of capture and recommended increasing the pacing outputs and testing the leads.

Manufacturer narrative:
Ts recommended increasing the pacing outputs. Our records indicate the pacemaker remains in service. No further information is available at this time. If additional information becomes available to our company, the event will be updated as necessary. Three years later, the device was returned. The explant reason was not provided. The device is currently in analysis. When analysis is complete, this report will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.